Event description:
Information received from the field does not address the patient's clinical status but notes that a post implant check found that ventricular lead impedance was 572 ohms bipolar and 300 ohms unipolar. The physician suspected ventricular oversensing. Since the device functioned normally in the bipolar configuration with autocapture turned off, the physician elected to monitor the patient.